Event description:
It was reported that during surgery, it was found that the implant did not fit as expected. The surgeon had to cut the implant to have it fit.

Manufacturer narrative:
Update: h6 the event is confirmed by the sales representative, despite no objective evidence from CT scans or photos. The sales rep reported brain swelling but no anatomical changes, stating that the implant was proud at the back, necessitating the surgeon to cut it in half for fitting. A complaint analysis by stryker's custom design team found that the implant design met specifications. The pre-op scan, conducted on (B)(6) 2024, showed that the implant transitioned seamlessly to the bone, and the contour was symmetric to the contralateral side. However, significant brain swelling noted in the planning CT scan created a "rocking effect," making the implant appear protruded. Additionally, insufficient temporal clearance (1.5 mm) may have contributed to fitting challenges. No postoperative imaging or intraoperative photos are available for further evaluation, preventing a definitive root cause determination. A surgical delay of 30-45 minutes was reported. In conclusion, the peek implant was designed and manufactured according to specifications, and no device-related issues were identified. Therefore, no corrective actions are required, and the complaint will be monitored for trends.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during surgery, it was found that the implant did not fit as expected. The surgeon had to cut the implant to have it fit.